Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of system functionality and an un-commanded shut down when the arc was rotated to 180 degrees. There is no report of a patient injury or death associated with this event.